Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 397 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment patient was able to activate a new pod.